Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the anatomy; the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience prox everolimus eluting coronary stent system instructions for use (IFU) states to note the product use by date and it was confirmed that the product was used after expiration. The investigation determined the reported difficulties appear to be related to use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2017, the expired 2.75 x 12 mm xience prox stent was implanted in the patient anatomy (past the use by date). There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.